Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right atrial (ra) lead displayed high thresholds. Re-programming was performed, the lead remains in use, and no patient complications have been reported as a result of this event.